Manufacturer narrative:
No product has been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The reported complaint does not pertain to the freestyle libre reader. Therefore, no further investigation of the reader will be required. The DHR (device history report) for the libre sensor and libre sensor kit were reviewed, and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
Caller reported on behalf of his mother who received lower readings on the adc freestyle libre sensor compared to an unspecified meter. On (B)(6) 2019sensor scans of 129 mg/dl, 127 mg/dl, 123 mg/dl and 108 mg/dl were obtained compared to readings of 327 mg/dl, 268 mg/dl, 295 mg/dl and 261 mg/dl respectively obtained on an unspecified meter. The customer was "without insulin" and experienced "high blood pressure, high glucose and lack of oxygen". The customer had contact with a healthcare provider who administered saline and an unspecified medicine placed under the tongue as treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Caller reported on behalf of his mother who received lower readings on the adc freestyle libre sensor compared to an unspecified meter. On (B)(6) 2019, sensor scans of 129 mg/dl, 127 mg/dl, 123 mg/dl and 108 mg/dl were obtained compared to readings of 327 mg/dl, 268 mg/dl, 295 mg/dl and 261 mg/dl respectively obtained on an unspecified meter. The customer was "without insulin" and experienced "high blood pressure, high glucose and lack of oxygen". The customer had contact with a healthcare provider who administered saline and an unspecified medicine placed under the tongue as treatment. There was no report of death or permanent impairment associated with this event.